Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/abdominal pain") and device breakage ("there is a silver colored metal fragment measuring 1 cm x 0.1 cm x 0.1 cm") in a 21-year-old female patient who had essure (batch no. A36516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, vaginal bleeding and ovarian cyst. Concurrent conditions included endometrial hyperplasia and obesity (body mass index 31.0-31.9,). Concomitant products included iron. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 5 months 12 days after insertion of essure, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced headache ("headaches"), urticaria ("rashes or skin conditions type: rash with hives on my back"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness,"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),") and pelvic pain ("pelvic pain"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen (advil), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, headache and dyspareunia had resolved and the device breakage, urticaria, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge, dizziness, weight increased, back pain, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dizziness, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion hb 11.0. Lmp on (B)(6) 2016. Trans abdominal and trans vaginal ultrasound: findings: the uterus measures 7.6 x 5.6 cm. The essure device is seen in the uterus bilaterally. The endometrial echo complex measures 16.8 mm with multiple small cysts. The right ovary measures 3.2 x 2.3 x 1.7 cm and is of normal shape with normal arterial and venous doppler flow. No abnormal masses are seen in the right adnexa. The left ovary measures 3.9 x 1.8 x 2.3 cm and is of normal shape with normal arterial and venous doppler flow. No abnormal masses are seen in the left adnexa. Trace free pelvic fluid is identified. Impression: endometrial echo complex measuring 16.8 mm with cystic changes. The essure device is seen in the uterus bilaterally. 3. Normal ovaries. Trans abdominal and trans vaginal: findings: the uterus measures 7.6 x 5.6 cm. The essure device is seen in the uterus bilaterally. The endometrial echo complex measures 16.8 mm with multiple small cysts. The right ovary measures 3.2 x 2.3 x 1.7 cm and is of normal shape with normal arterial and venous doppler flow. No abnormal masses are seen in the right adnexa. The left ovary measures 3.9 x 1.8 x 2.3 cm and is of normal shape with normal arterial and venous doppler flow. No abnormal masses are seen in the left adnexa. Trace free pelvic fluid is identified. Impression: endometrial echo complex measuring 16.8 mm with cystic changes. The essure device is seen in the uterus bilaterally. Normal ovaries. Hemoglobin 10.6. Pelvic us on (B)(6) 2016 7.6x5.6cm uterus with a thick 1.6cm eeg. Pelvic us on (B)(6) 2016. Findings: the uterus measures 7.6' x 5.6 cm, the essure device is 'seen in the· utters bilateral y: the endometrial echo complex measures 16.8 mm with multiple small cysts: the right ovary measures 3'.2 x 2.3 x 1.7 'cm and is 0f normal shape with normal arterial and venous doppler flow. No abnormal masses are .seen in, the high adnexa. The left .ovary measures 3:9.x 1.8 x' 2,3 cm and is of shape with normal arteries. And venous doppler flow. No abnormal masses are see in the. Left adnexa. Trace free pelvic fluid is identified. Impression: endometrial echo complex measuring 16.8 mm ¿with cystic ·changes. The essure device is seen in tube uterus bilaterally. Normal ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: there is a silver colored metal fragment measuring 1 cm x 0.1 cm x 0.1 cm, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: rash with hives, migraines /headaches, neurological conditions or problems type: dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain. Relevant lab data, historical, concomitant condition, concomitant drug, treatment drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/abdominal pain") and device breakage ("there is a silver colored metal fragment measuring 1 cm x 0.1 cm x 0.1 cm") in a 21-year-old female patient who had essure (batch no. A36516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, vaginal bleeding and ovarian cyst. Concurrent conditions included endometrial hyperplasia and obesity (body mass index 31.0-31.9,). Concomitant products included iron. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 5 months 12 days after insertion of essure, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced headache ("headaches"), urticaria ("rashes or skin conditions type: rash with hives on my back"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness,"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),") and pelvic pain ("pelvic pain"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen (advil), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, headache and dyspareunia had resolved and the device breakage, urticaria, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge, dizziness, weight increased, back pain, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dizziness, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion hb 11.0. Lmp (B)(6) 2016 trans abdominal and trans vaginal ultrasound: findings: the uterus measures 7.6 x 5.6 cm. The essure device is seen in the uterus bilaterally. The endometrial echo complex measures 16.8 mm with multiple small cysts. The right ovary measures 3.2 x 2.3 x 1.7 cm and is of normal shape with normal arterial and venous doppler flow. No abnormal masses are seen in the right adnexa. The left ovary measures 3.9 x 1.8 x 2.3 cm and is of normal shape with normal arterial and venous doppler flow. No abnormal masses are seen in the left adnexa. Trace free pelvic fluid is identified. Impression: endometrial echo complex measuring 16.8 mm with cystic changes. The essure device is seen in the uterus bilaterally.3. Normal ovaries trans abdominal and trans vaginal: findings: the uterus measures 7.6 x 5.6 cm. The essure device is seen in the uterus bilaterally. The endometrial echo complex measures 16.8 mm with multiple small cysts. The right ovary measures 3.2 x 2.3 x 1.7 cm and is of normal shape with normal arterial and venous doppler flow. No abnormal masses are seen in the right adnexa. The left ovary measures 3.9 x 1.8 x 2.3 cm and is of normal shape with normal arterial and venous doppler flow. No abnormal masses are seen in the left adnexa. Trace free pelvic fluid is identified. Impression: endometrial echo complex measuring 16.8 mm with cystic changes. The essure device is seen in the uterus bilaterally. Normal ovaries. Hemoglobin 10.6 pelvic us (B)(6) 2016 7.6x5.6cm uterus with a thick 1.6cm eeg pelvic us (B)(6) 2016 findings: the uterus measures 7.6' x 5.6 cm, the essure device is 'seen in the· utters bilateral y: the endometrial echo complex measures 16.8 mm with multiple small cysts: the right ovary measures 3'.2 x 2.3 x 1.7 'cm and is 0f normal shape with normal arterial and venous doppler flow. No abnormal masses are .seen in, the high adnexa. The left .ovary measures 3:9.x 1.8 x' 2,3 cm and is of shape with normal arteries. And venous doppler flow. No abnormal masses are see in the. Left adnexa. Trace free pelvic fluid is identified. Impression: endometrial echo complex measuring 16.8 mm ¿with cystic ·changes. The essure device is seen in tube uterus bilaterally. Normal ovaries quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and headache outcome was unknown. The reporter considered abdominal pain and headache to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.